Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per clinician, pacing impedance showed sudden increase. Potential noise shown on hm periodic recording. All other values in office were within noise. Patient has confirmed (EKG) af and clinician was not certain if there was noise during in office followup. Data to be presented to physician for next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.